Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that when the patient presented for follow-up in clinic, a diagnostic anomaly was observed upon device interrogation. Device was showing being at eri and eos with normal battery voltage. The patient had a cardioversion in (B)(6) and the device was not interrogated afterwards. Device download was performed successfully. The patient is doing well and will continue to be monitored.